Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure (tavr), following the implant of the valve, a coronary occlusion occurred. Subsequently, a coronary stent was placed, extracorporeal membrane oxygenation (ECMO) was initiated, and an in tra-aortic balloon pump (iabp) was inserted. Per the physician, the valve caused the coronary occlusion, and the patient¿s calcified and bicuspid native valve anatomy contributed to the event.

Manufacturer narrative:
Updated data: b5. Added second paragraph. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure (tavr), following the implant of the valve, a coronary occlusion occurred. Subsequently, a coronary stent was placed, extracorporeal membrane oxygenation (ECMO) was initiated, and an intra-aortic balloon pump (iabp) was inserted. Per the physician, the valve caused the coronary occlusion, and the patient¿s calcified and bicuspid native valve anatomy contributed to the event. Additional information was received indicating that the patient became severely hypotensive as they were taken off the table. Transesophageal echocardiogram revealed hypokinesis of the anterior wall. Cardiopulmonary resuscitation (CPR) was initiated and an angiogram revealed the occlusion of the left main coronary artery. Following interventions, the patient did well and blood pressures came up substantially. Approximately 15 minutes later, the patient started to develop hypotension again in the left main stent was thrombosed. The decision at that time was to place the patient on ECMO transferred to the catheter lab. Per the physician, the delivery catheter system did not contribute to the occlusion.